Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and the outer insulation was breached cut. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and there was blood in/on the helix mechanism.

Event description:
It was reported that a lead integrity alert was triggered for noise and oversensing on the right ventricular lead and device. Manipulation of the pocket initially duplicated the noise; however, the noise was not reproducible with the device pocket open and could not be isolated to the lead. The lead and device were explanted and replaced. No patient complications were reported as a result of this event.